Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported a left side "rupture." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the shell, underweight, crease flat and red particle in the shell. A microscopic analysis was performed which identify a sharp edge opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.